Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the trek catheter noted contrast visible on the shaft and in the inflation lumen consistent with preparation. The balloon was returned tightly folded. The hypotube had separated 2 centimeters distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were multiple bends throughout the entire length of the hypotube. There was a bend in the hypotube and strain relief tubing at the distal end of the hub. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely the hypotube was inadvertently handled during preparation for use, resulting in the hypotube separation as there was no damage noted during removal from the packaging which suggests a product deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was in the circumflex artery. The vessel had mild tortuosity, no calcification, and was 99% stenosed. After thrombus aspiration an attempt was made to flush the trek rx balloon catheter; however, during this attempt, the proximal shaft of the device separated approximately 2-3 centimeters distal to the strain relief tubing. The device was not used on the patient. The procedure was continued using a 2.25 mm trek rx balloon catheter. There were no adverse patient effects reported and there was no clinically significant delay in the procedure. No additional information was provided.